Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that the patient had a muscle twitch at the pocket from the left ventricular (lv) lead. Additionally, the lv lead had low/decreasing pacing impedance due to insulation damage. The lead was repaired and remains in use. No patient complications have been reported as a result of this event.